Manufacturer narrative:
MDR (B)(4) / initial 6 of 6 e1: name: ypsomed ag country: switzerland street: weissensteinstrasse 26 city: solothurn zip code: ch-4503 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced issues with six infusion sets that could not be used due to a defective insertion mechanism preventing proper cocking and deployment into the skin on(B)(6) 2026